Event description:
It was reported that a small piece of the peek cage broke off during insertion into the disc space at l5-s1. The broken piece was retrieved and the cage was left implanted. The surgeon stated there was a loose connection between the cage and the inserter during insertion. There were no patient complications.

Manufacturer narrative:
(B)(4). Part number (B)(4) is not approved for use in the united states; however, a like device, part number (B)(4), 510k # k094025, is approved for use in the united states. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records found no information to indicate a non-conformance to specification.